Event description:
Customer's mother reported customer was hospitalized for high blood glucose. Customer stated the site was the issue. Customer had an early dinner and tried to bolus, but her blood glucose would not come down. Customer maxed out her bolus but her blood glucose was still high. She was taken to the emergency room. This occurred around the end of (B)(6). Customer's blood glucose was 300 when admitted. She was treated with an insulin IV for a day. Customer will not use the same site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.